Event description:
This case was initially received via regulatory authority food and drug administrative (reference number: mw507275) on 24-oct-2017. The most recent information was received on 14-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of oophorectomy ("removal of left ovary") in a female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), fish oil (krill oil), multivitamin, potassium and vitamin-b-komplex standard (vitamin b complex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced myalgia ("increase muscle aches"), menorrhagia ("heavy periods"), pelvic pain ("cramping in pelvic area"), muscle spasms ("cramping in lower back"), uterine leiomyoma ("fibroids"), endometriosis ("endometriosis"), memory impairment ("memory issues") and acne ("bad acne"). On an unknown date, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the oophorectomy, myalgia, menorrhagia, pelvic pain, muscle spasms, uterine leiomyoma, endometriosis, memory impairment and acne outcome was unknown. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia, oophorectomy, pelvic pain and uterine leiomyoma with essure. The reporter commented: the event oophorectomy was considered serious event, since intervention was not mentioned and was not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administrative (reference number: mw507275) on 24-oct-2017. The most recent information was received on 14-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of oophorectomy ("removal of left ovary") in a female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), fish oil (krill oil), multivitamin, potassium and vitamin-b-komplex standard (vitamin b complex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced myalgia ("increase muscle aches"), menorrhagia ("heavy periods"), pelvic pain ("cramping in pelvic area"), muscle spasms ("cramping in lower back"), uterine leiomyoma ("fibroids"), endometriosis ("endometriosis"), memory impairment ("memory issues") and acne ("bad acne"). On an unknown date, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the oophorectomy, myalgia, menorrhagia, pelvic pain, muscle spasms, uterine leiomyoma, endometriosis, memory impairment and acne outcome was unknown. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia, oophorectomy, pelvic pain and uterine leiomyoma with essure. The reporter commented: the event oophorectomy was considered serious event, since intervention was not mentioned and was not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2017: quality-safety evaluation of ptc, batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administrative, reference number: mw507275) on 24-oct-2017. The most recent information was received from a lawyer on 08-nov-2018. This spontaneous case describes the occurrence of pelvic pain ("cramping in pelvic area/ pain") and ovarian cyst ("reproductive system disorder: ovarian cyst formations") in a 40-year-old female patient who had essure (batch no. 629299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression from 1993 to 2006. Concurrent conditions included kidney stones since 2011, hypokalemia since (B)(6) 2011, uterine enlargement, uterine bleeding, dyspareunia, hyperplasia and chronic cervicitis. Concomitant products included contraceptives nos for contraception, cilest (trinessa) for menstrual cycle management as well as ascorbic acid (vitamin c), biotin, calcium, fish oil (krill oil), lactobacillus acidophilus (microgenics probiotic 8), medroxyprogesterone (depo provera), meloxicam, mist. Pot. Cit. (Potassium citrate/citric acid) since (B)(6) 2011, multivitamin, paracetamol (tylenol), potassium and vitamin-b-komplex standard (vitamin b complex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), muscle spasms ("cramping in lower back") and memory impairment ("memory issues"). In 2011, the patient experienced endometriosis ("endometriosis"). In 2011, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and acne ("bad acne / rashes or skin conditions: acne"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant) and uterine leiomyoma ("freproductive system disorder: fibroids"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with isotretinoin (accutane), surgery (surgery to remove the essure, hysterectomy with bilateral salpingectomy, oophorectomy (left)) and surgery (right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment, dysmenorrhoea and abdominal pain outcome was unknown, the acne, fatigue and back pain was resolving and the vaginal haemorrhage and metrorrhagia had resolved. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia and uterine leiomyoma with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received information: difficulty placing essure device in the left fallopian tube at the time of your essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. X-ray - on (B)(6) 2017: bilateral essure fallopian tube occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometriosis, uterine leiomyoma, ovarian cyst, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and mr received: reporters added. Demographic conditions added. Events: abnormal bleeding (vaginal), dysmenorrhea, fatigue, ovarian cyst, abdominal pain, metrorrhagia, lower back pain were added. Oophorectomy was performed due to pain. Event onset date and outcome were updated. Concomitant diseases and drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: mw507275) on 24-oct-2017. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping in pelvic area/ pain/pain in left side') and ovarian cyst ('reproductive system disorder: ovarian cyst formations') in a 40-year-old female patient who had essure (batch no. 629299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression from 1993 to 2006 and fibroids. Concurrent conditions included kidney stones since (B)(6) 2011, hypokalemia since (B)(6) 2011, uterine enlargement, uterine bleeding, dyspareunia, hyperplasia and chronic cervicitis. Concomitant products included oral contraceptive nos for contraception, ethinylestradiol;norgestimate (trinessa) since april 2011 to 2016 for menstrual cycle management as well as ascorbic acid since 2016, biotin since 2016, calcium since 2016, citric acid;potassium citrate (potassium citrate/citric acid) since (B)(6) 2011, fish oil (krill oil) since 2016, lactobacillus acidophilus (microgenics probiotic 8) since 2016, medroxyprogesterone acetate (depo provera), meloxicam from 2011 to 2014, paracetamol (tylenol), potassium, vitamin b complex since 2016 and vitamins nos (multivitamin) since 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), muscle spasms ("cramping in lower back") and memory impairment ("memory issues"). In 2011, the patient experienced endometriosis ("endometriosis / endometrosis pain"). In 2011, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and acne ("bad acne / rashes or skin conditions: acne"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), fatigue ("fatigue") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("freproductive system disorder: fibroids"). On an unknown date, the patient experienced back pain ("lower back pain") and anxiety ("anxiety"). The patient was treated with isotretinoin (accutane) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (left) on (B)(6) 2011 left oophorectomy. And right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment, dysmenorrhoea, abdominal pain, dyspareunia and anxiety outcome was unknown, the acne, fatigue and back pain was resolving and the vaginal haemorrhage and metrorrhagia had resolved. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia and uterine leiomyoma with essure. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received information: difficulty placing essure device in the left fallopian tube at the time of your essure procedure. Discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. X-ray - on (B)(6) 2017: results: bilateral essure fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, uterine leiomyoma, ovarian cyst, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case received. New event added- anxiety. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: mw507275) on 24-oct-2017. The most recent information was received on 15-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping in pelvic area/ pain") and oophorectomy ("removal of left ovary") in a female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), fish oil (krill oil), multivitamin, potassium and vitamin-b-komplex standard (vitamin b complex). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), menorrhagia ("heavy periods"), muscle spasms ("cramping in lower back"), uterine leiomyoma ("fibroids"), endometriosis ("endometriosis"), memory impairment ("memory issues") and acne ("bad acne"). On an unknown date, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure) and surgery. Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, oophorectomy, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment and acne outcome was unknown. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia, oophorectomy and uterine leiomyoma with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: the event oophorectomy was considered serious event, since intervention was not mentioned and was not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2018: followup from summons: event pelvic pain updated from summons and case classification updated to potential legal case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4). On 05-apr-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy"), device breakage ("a fragment of right essure was found on CT scan post surgery") and pyelonephritis ("pyelonephritis / urinary tract infection that did not cede despite numerous treatments") in a 44-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, herniated disc and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). In october 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In august 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("there was an implant breakage during attempt to remove essure"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection on (B)(6) 201and total hysterectomy via laparoscopy on (B)(6) 2017). At the time of the report, the allergy to metals, device breakage, pyelonephritis, dyspareunia, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown, the asthenia had not resolved and the arthralgia and complication of device removal had resolved. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter considered arthralgia, asthenia, complication of device removal and device breakage to be related to essure. The reporter commented: physiotherapy and osteopathy sessions. Essure was removed on (B)(6) 20167 with bilateral salpingectomy with uterine horn resection. There was an implant breakage during attempt to remove essure on (B)(6) 2017. The removal was performed on (B)(6) 2017 but with right fragment found on post surgery CT scan. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. The removal was performed after request of the patient and was medically necessary. The broken parts were removed in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - on an unknown date: cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin.. Blood test - on an unknown date: results: found nad. Colonoscopy - on an unknown date: results: found nad. Computerised tomogram - on an unknown date: insertion procedure was checked 3 months after insertion with abdominal CT scan. Results on an unknown date: fragment of right essure found post surgery. Endoscopy - on an unknown date: results: found nad. Nuclear magnetic resonance imaging - on an unknown date: results: nad. Spinal x-ray - on an unknown date: results: nad. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, case 2018-002932 (MFR# 2951250-2018-00217) was found to be a duplicate on this current case and therefore it will be deleted from bayer database and all its content is being transferred to this remaining case 2017-067995. Information regarding essure removal, removal date was updated to 16-oct-2017. New events were also provided: asthenia, arthralgia, and device braeakage. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: (B)(4) on 24-oct-2017. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping in pelvic area/ pain/pain in left side') and ovarian cyst ('reproductive system disorder: ovarian cyst formations') in a 40-year-old female patient who had essure (batch no. 629299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing essure device in left fallopian tube". The patient's medical history included depression from 1993 to 2006 and fibroids. Concurrent conditions included kidney stones since (B)(6)2011, hypokalemia since (B)(6)2011, uterine enlargement, uterine bleeding, dyspareunia, hyperplasia and chronic cervicitis. Concomitant products included oral contraceptive nos for contraception, ethinylestradiol;norgestimate (trinessa) since (B)(6)2011 to 2016 for menstrual cycle management as well as ascorbic acid since 2016, biotin since 2016, calcium since 2016, citric acid;potassium citrate (potassium citrate/citric acid) since (B)(6)2011, fish oil (krill oil) since 2016, lactobacillus acidophilus (microgenics probiotic 8) since 2016, medroxyprogesterone acetate (depo provera), meloxicam from 2011 to 2014, paracetamol (tylenol), potassium, vitamin b complex since 2016 and vitamins nos (multivitamin) since 2016. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), muscle spasms ("cramping in lower back") and memory impairment ("memory issues"). In (B)(6)2011, the patient experienced endometriosis ("endometriosis / endometriosis pain"). In (B)(6)2011, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and acne ("bad acne / rashes or skin conditions: acne"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue") and metrorrhagia ("metrorrhagia"). On (B)(6)2017, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("reproductive system disorder: fibroids"). On an unknown date, the patient experienced back pain ("lower back pain") and anxiety ("anxiety"). The patient was treated with isotretinoin (accutane) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (left) on (B)(6)2011 left oophorectomy. And right ovarian cystectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, ovarian cyst, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment, dysmenorrhoea, abdominal pain, dyspareunia and anxiety outcome was unknown, the acne, fatigue and back pain was resolving and the vaginal haemorrhage and metrorrhagia had resolved. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia and uterine leiomyoma with essure. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received information: difficulty placing essure device in the left fallopian tube at the time of your essure procedure. Discrepancy noted in date of removal (B)(6)2017 and (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. X-ray - on (B)(6)2017: results: bilateral essure fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, uterine leiomyoma, ovarian cyst, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received. Event: difficulty placing essure device in left fallopian tube added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping in pelvic area/ pain/pain in left side') and ovarian cyst ('reproductive system disorder: ovarian cyst formations') in a 40-year-old female patient who had essure (batch no. 629299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing essure device in left fallopian tube". The patient's medical history included depression from 1993 to 2006 and fibroids. Concurrent conditions included kidney stones since (B)(6) 2011, hypokalemia since (B)(6) 2011, uterine enlargement, uterine bleeding, dyspareunia, hyperplasia and chronic cervicitis. Concomitant products included oral contraceptive nos for contraception, ethinylestradiol;norgestimate (trinessa) since april 2011 to 2016 for menstrual cycle management as well as ascorbic acid since 2016, biotin since 2016, calcium since 2016, citric acid;potassium citrate (potassium citrate/citric acid) since august 2011, fish oil (krill oil) since 2016, lactobacillus acidophilus (microgenics probiotic 8) since 2016, medroxyprogesterone acetate (depo provera), meloxicam from 2011 to 2014, paracetamol (tylenol), potassium, vitamin b complex since 2016 and vitamins nos (multivitamin) since 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), muscle spasms ("cramping in lower back") and memory impairment ("memory issues"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis / endometrosis pain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and acne ("bad acne / rashes or skin conditions: acne"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("freproductive system disorder: fibroids"). On an unknown date, the patient experienced back pain ("lower back pain") and anxiety ("anxiety"). The patient was treated with isotretinoin (accutane) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (left) on (B)(6) 2011 left oophorectomy. And right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment, dysmenorrhoea, abdominal pain, dyspareunia and anxiety outcome was unknown, the acne, fatigue and back pain was resolving and the vaginal haemorrhage and metrorrhagia had resolved. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia and uterine leiomyoma with essure. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received information: difficulty placing essure device in the left fallopian tube at the time of your essure procedure. Discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. X-ray - on (B)(6) 2017: results: bilateral essure fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, uterine leiomyoma, ovarian cyst, menorrhagia. Lot number: 629299 manufacturing date: 2009-01 expiration date: 2012-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.